Event description:
It was further reported that the ¿split optics¿ issue was found during a diagnostic urology procedure. The intended procedure was completed without delay using other equipment. No device fragment fell into the patient. No impact or complications were reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional details for the event description.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, damaged components inside the optical system have been identified. The inspection also noted deformation of the rigid outer tube attributing to fiber breakage. The device was last service via repair on august 18, 2020. The cause of the damaged optical system cannot be determined at this time because the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed via repair request that the customer oes elite, high-definition autoclavable rigid telescope has a broken component defect, ¿broken optics¿. The customer reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.